Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the footprint ultra pk anchor fractured inside the patient. The broken pieces were removed from inside the patient using graspers and suction. The procedure was resumed, after a non significant delay, using an equivalent s+n back up inserted into the original bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original labels with the batch number of the complaint on them. The anchor assembly was returned with no visible defect. The tip of the insertion device is bent and fractured. No sutures were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the materials specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated.